Event description:
It was reported that medication was able to be drawn with mckesson prevent® sg glide safety hypodermic needle, however, the needle clogged during injection. There was no report of patient impact. The following information was provided by the initial reporter: I have another customer who had the same exact issue with the same lot number. I have samples of the needles that were part of the issue. What is very strange is that the customers were able to draw up the immunization into the syringe but they were not able to inject it into the patient. Almost like something was blocking the fluid from coming back out. The same syringe was used with a different needle and it worked just fine so it is not the syringe.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that medication was able to be drawn with mckesson prevent® sg glide safety hypodermic needle, however, the needle clogged during injection. There was no report of patient impact. The following information was provided by the initial reporter: I have another customer who had the same exact issue with the same lot number. I have samples of the needles that were part of the issue. What is very strange is that the customers were able to draw up the immunization into the syringe but they were not able to inject it into the patient. Almost like something was blocking the fluid from coming back out. The same syringe was used with a different needle and it worked just fine so it is not the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.